Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.